Event description:
It was reported that during cleaning and sterilization, the customer noted broken wires on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that all the pitch up cables were found to be damage. Intuitive motion could not be possible. Instrument passed electrical continuity test. There was no damage found in the clevis. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.